Event description:
The facility reported a pump with failure code 703. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with failure code 703 was confirmed in the pump's event history file during product evaluation. This failure code as caused by a faulty user interface module printed circuit board. However, due to customer request, the user interface module printed circuit board was not replaced. The pump was returned unrepaired.